Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture confirmed via ctscan." Device has been explanted.

Manufacturer narrative:
The events of "extrusion", "infection", and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side ¿pain radiating to her back¿, ¿skin blistering¿, ¿infection¿, ¿dehisced right inframammary incision with implant extrusion and ruptured and split implant¿ two months post implantation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g1 h6.

Event description:
Patient reported right side "rupture confirmed via ctscan." Patient reported device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Physician reported "lipodystrophy of abdomen, back, flanks, and gluteal region" not device related. The device has been replaced.